Event description:
A new complaint was reported by samantha bass involving a cartridge alarm 34a that occurred during pumping on the morning of (B)(6) 2025. The same alarm had occurred a few weeks prior, though an exact date was not provided. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.